Manufacturer narrative:
Product event service: at analysis, the stated reason for return of "stylus not calibrating" was confirmed, the touch screen was out of specification. It was also noted that errors were found in the update history. The touch screen assembly was replaced, the cooling fan was replaced as a preventive measure, the touch screen parameters were reset, both keyboard hinges were replaced, the touch screen was calibrated and new software was installed. The programmer was cleaned and it then passed its electrical safety as well as all other final functional and systems tests.

Event description:
It was reported that the programmer's stylus pen would not calibrate. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service. It was further reported that the product was returned to service.